Event description:
Customer reported emax 2 for repair. The device displayed error report e2 (handpiece lock engaged).(B)(4)

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by a technician, functional testing was performed and revealed the motorflex, motor, hose, and tool lock components were defective, , the wiring was damaged, the device displayed an e2 error (handpiece lock engaged), and the device had experienced water damage. This was attributed to defective handling. The device was exchanged and the replacement sent to the customer on 03/13/2013.